Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with out of range high, hv lead impedance. Programming changes were made and therapy was disabled. During the lead revision out of range measurements were observed. The lead was explanted. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead measuring 56.2cm was returned in two segments for analysis. A fracture of the inner coil was noted at 43.0cm from the distal tip. This fracture is consistent with the observation from the field of high pacing lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient presented to the clinic due to rv lead fracture.